Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Insulin was squirting out during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.